Event description:
It was reported that this left ventricular (lv) lead exhibited high out-of-range pacing impedance increasing gradually from 1,700 ohms to 2,100 ohms. All tests were normal. No issues were seen with the lv lead and it was confirmed to be programmed appropriately. This lead remains in service and no adverse patient effects were reported.